Event description:
Complainant alleged that during biomed testing, the device failed impedance testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the device was not returned to zoll medical corporation for evaluation; the customer did provide device data logs for review. The customer's report was observed during the review of logs. However, without receipt of the device, root cause evaluation could not be peformed. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed impedance testing and displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference d4, catalog number removed. D4 primary UDI #: added justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly testing, on/off current testing, patient/circuit impedance testing, and shock testing without duplicating the report. An internal inspection found no discrepancies. Customer was advised to ensure that the device is connected to valid pads and well charged battery in order to prevent these errors. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.